Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 73.2cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 26mm in length target lesion was located in the severely tortuous, severely calcified and 2.75mm in diameter left anterior descending (lad) artery. A 2.50mm x 15mm maverick balloon catheter was advanced to dilate the lesion. However during procedure, it was noted that the device delivery shaft was fractured. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.